Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site. The fe could not reproduce the issue but did notice the tip clamps hitting the tips when picking up. Fe adjusted the x-arm level and performed k0-k5 calibrations, ran and passed. The fe performed several lld checks in diagnostics and oas software to verify the operation. Repairs have returned this instrument to expected operation.